Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/18/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to internal damage from a moisture ingress event, and thus no conclusions could be determined in this regard. Visual inspection revealed that moisture was behind the display lens. The pump powered on, as confirmed by the presence of the auditory cue. However, the vibratory function failed, and the display screen image was distorted and multicolored. The pump case was removed, and evidence of moisture ingress was observed on internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Allegedly, the user was unable to read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.